Event description:
After a nerve block, the patient experienced a loss of therapeutic effect/no stimulation sensation. The patient was unable to adjust the stimulation, and there was a light blinking on his patient programmer. The patient was encouraged to contact his health care professional (hcp). Follow-up with the hcp provided that the patient had not reported the event to the hcp.